Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. (B)(4).

Event description:
It was reported the patient expired approximately four months after implantation of an implantable cardioverter defibrillator (ICD). The patient¿s family stated that just prior to death, the patient¿s heart rate reached two hundred beats per minute, which was sustained for an estimated four to five minutes. The family alleges the device did not defibrillate. It was also reported the death was sudden and an electrocardiogram was not performed. The patient was taken to the hospital within ten minutes and expired. The cause of death was felt to be left ventricular failure.